Manufacturer narrative:
Investigation summary: no sample was received. Investigation conclusion: this is the 1st complaint for the lot# 8100542 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8100542 during the production run. Root cause description: root cause can¿t be confirmed. Rationale: na.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger rod broke. This was discovered before use. The following information was provided by the initial reporter: at 9 o'clock on (B)(6) 2019, the responsible nurse found that 1ea flush plunger rod broken when the patient was infused, and immediately replaced with a new one.